Manufacturer narrative:
Acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs the manifold replaced. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the manifold actuator to remedy the abnormal noise in the operation of the solenoids. After the replacement, equipment was in operation for two hours and did not show any further abnormality. The unit passed all tests and calibrations to manufacturers standards. The iabp was released for clinical use.